Manufacturer narrative:
Event date: approximated based on four years post-implant, the time the inflation issues began.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) complained of device performance issues related to cylinder inflation and difficulties maintaining an erection. The patient will be scheduled for a revision procedure. The ipp remains implanted and no patient complications have been reported.